Manufacturer narrative:
The analyzer's serial number was (B)(6). Qc and calibration data are within the expected range. The investigation determined that the customer did not follow the instructions for use (IFU), as no rerun of the initially reactive result was performed. Per the IFU, "all initially reactive samples should be retested in duplicate with the anti-hcv ii assay. Repeatedly reactive samples should be confirmed according to supplementary algorithms. Confirmatory tests include immunoblot and rna tests." A sample-specific discrepancy could not be excluded as the root cause. The anti-hcv ii assay performs within specification.

Event description:
There was an allegation of a questionable elecsys anti-hcv ii result with a patient sample tested on a cobas e 801 analytical unit. The initial result was 4.27 coi (reactive). The repeat result on the yhlo platform was 0.48 coi. The repeat result on the abbott platform was 0.16 s/coi.